Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Tissue and char buildup was observed on the jaws. The heater wire was twisted and flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was unable to be performed due to extreme damage to the heating element. Therefore, the device would be unable to provided a complete cut of the reference tissue due to the deformed heater wire. Based on the returned condition of the device the reported failure modes ¿material twisted/bent; wire and ¿failure to cut¿ were confirmed. Specific actions for the failure modes ¿material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws malfunctioned resulting in an incomplete burn of the vessel. The metal filament separated from the jaws. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws malfunctioned resulting in an incomplete burn of the vessel. The metal filament separated from the jaws. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.